Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed upstream and downstream occlusion occurred during testing. The pump was beeping off saying upstream occlusion when there wasn't any occlusions and pressure erratic kept changing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, failed upstream and downstream occlusion was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be both upstream calibration values and downstream current reading are out of specification. The ultrasonic requires replacement and force sensor scale requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.